Event description:
Additional information was received. Patient reported still having concerns with device or therapy but working with doctor or medtronic representative. Appointment date scheduled for (B)(6) 2012. If additonal iformation becomes available, a report will be submitted.

Event description:
It was reported the patient felt he was experiencing side effects from baclofen. Prior to (B)(6) 2012, the patient was 'doing well' and almost walking 'normal.' It was reported the pump was at 550 (measurement not provided). On (B)(6) 2012, the baclofen was changed to a more concentrated version. The patient's healthcare professional (hcp) changed the concentration in order to extend the time between refills. On (B)(6) 2012, upon waking, the patient was vomiting and was in and out of hospitals trying to determine what happened. A blood patch was performed sometime in (B)(6) or (B)(6) 2012 to address a suspected spinal leak. It was reported the patient ended up back in the hospital because the blood patch did not resolve the patient's symptoms. In the past 4 months it was noted the patient had 4 mris to identify possible leaks but none had been identified. The patient experienced 'numbness/tingling' all over his body and pressure on his forehead for the past 2.5 months. The patient's legs and feet hurt when he sat. It was reported the patient's (hcp) had increased the patient's pump most recently on (B)(6) 2012, and the patient had a scheduled refill for (B)(6) 2012. The pump was currently at 1000 (measurement not provided). The patient's hcp thought the patient was going through withdrawal due to patient experiencing feeling a 'bug on his skin.' The pump was 'jacked up' to address the symptom. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter, product ID 8596sc, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter. (B)(4).

Event description:
Additional information received reported that the event was due to a medication concentration change. The patient experienced drug side effects with a medication concentration change. Lioresal concentration changed from 500mcg/ml to 2000mcg/ml. The healthcare provider (hcp) reported there no hospitalization due to the event and the patient outcome was 'no injury'. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer who indicated that when the pump was first implanted ((B)(6) 2012), the pump administered a baclofen concentration of "500 mcg." Three months later, the concentration was switched to "2000 mcg." After the concentration change, the patient began throwing up and the patient's healthcare provider thought that the patient had a spinal leak. After six months, the concentration of the medication was switched back to "500 mcg." At subsequent refill appointments, the concentration was changed to "1000 mcg," and the day after a refill the patient would throw up once.

Manufacturer narrative:
(B)(4).